Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to communicate. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not communicating. The technical support specialist observed that the station was showing offline on rss and attempted to call the pharmacy but received no answer. An email was sent to the customer, and an update was awaited. The customer later reported that the station was not connected to the network because the network cable had been removed by someone. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to communicate. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.